Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A sensor (lot number 5202626) was returned; however, an investigation was not performed on the device because it was determined to be unnecessary as it is unrelated to the alleged complaint. Additionally, the transmitter being used with the complaint receiver was returned for evaluation. The transmitter (part number stt-gl-003/lot number 5201956) was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). Additionally the transmitter ((B)(4)) that was used with the complaint device has been received for evaluation on (B)(6) 2015 and reported separately in report MFR no. 3004753838-2015-78271.

Event description:
Study coordinator contacted dexcom on behalf of the patient on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a permanent out of range signal. The complaint device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.